Event description:
A pt reported blood glucose results of 160mg/dl with a lifescan meter and 214mg/dl on a lab device, performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. During troubleshooting pt put control solution inside the meter, now meter only displays error2. Customer service is unable to resolve the issue and is sending a new meter.